Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The contact removed the o-ring and successfully loaded a cartridge. However, the contact had to "jam" the cartridge onto the pump. There was no impact to the customer's blood glucose level. A follow up with the contact confirmed that a cartridge was able to correctly fit onto the pump.